Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole at the distal markerband. There is tip damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the superficial femoral artery (sfa). A 3.0mm x 150mm x 150cm sterling¿ sl balloon catheter was advanced to dilate the lesion. However, during the first inflation, the balloon would not inflate the lesion at 5 atmospheres for 5 seconds. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the superficial femoral artery (sfa). A 3.0mm x 150mm x 150cm sterling¿ sl balloon catheter was advanced to dilate the lesion. However, during the first inflation, the balloon would not inflate the lesion at 5 atmospheres for 5 seconds. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.